Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During plif, when inserting unitised set screw without recommended facilitator tube, the tab on one side broke off. As this tab was required for reduction, the screw was removed and replaced with a new screw. Case delayed by 2 minutes. No adverse result to patient. No further information available.